Event description:
It was reported that when a rapid rhino was inserted the patient had developed a fibrin clot in her right nostril this persisted for a few weeks until the doctor took the patient to surgery and cauterized the nostril to prevent permanent impairment of body function or permanent damage to the patient's body structure. The patient currently has bip packing in her nose and continues to see the doctor.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is the patient following post-operative instructions, device not wetted prior to placement, device wetted with solution other than sterile water, or user does not clean the nose of blood clots. The instructions for use outlines warning, precautionary measures and instructions regarding the use of the product.